Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). Supplies were changed and injections delivered to address bg levels. Reportedly, cartridge was filled with apidra and customer only observed little insulin. It was recommended that customer changes site, fills cartridge with their novolog, and consult their health care provider to discuss diabetes management.

Manufacturer narrative:
Customer experienced blood glucose levels as high as 500 (mg/dl).